Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (10 mg/ml at 2.25 mg/day) and morphine (20 mg/ml at 4.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient went to the ed (emergency department) because she had been very sleepy since having a pump replacement procedure on (B)(6) 2017. The hcp was requesting that someone come and change the pump settings or turn it off. They had given the patient some narcan to keep her oxygen saturation up and keep her awake. Additional information was received on 02-jan-2018 from the pump managing physician who reported ¿patient was in cardiac failure nothing to do with the pump¿. No further complications have been reported as a result of this event.